Manufacturer narrative:
Received 1 used silicone foley catheter still attached to the urinary drainage bag only. Per visual inspection, no obvious defects were noted. During the functional evaluation, the catheter balloon was inflated with 10 cc of a mix of tap water and blue methylene and a no resistance to inflate the balloon was found. The deflation was possible by itself. Then, the catheter was dissected and no occlusion on the notch or at the bifurcation area inside the inflation lumen of the funnel/shaft was found. The reported issue was unconfirmed during the evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water that was injected, did not go into the inflation lumen. Therefore, the balloon was unable to be inflated. The product was used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water that was injected did not go into the inflation lumen. Therefore, the balloon was unable to be inflated.